Event description:
The stent became dislodged from the stent balloon and was later properly deployed against the vessel wall with another balloon.======================manufacturer response for cardiac stent, taxus rx stent 3.5x38:unsure whether cath lab sent the stent back before notifying risk mgmt